Event description:
Clinical research associate reported: "necrosis femur head with outbreaking column screw."

Manufacturer narrative:
Device will not be returned. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.